Event description:
It was reported to boston scientific corporation, that a partially covered wallstent was placed "several months" ago in a male patient (procedure date unknown). According to the complaint, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009, the physician followed up on the previously implanted stent in the common bile duct and "did not like its positioning". The physician then attempted to remove the stent using a non-bsc, reusable rat tooth biopsy forceps. Under fluoroscopy, while probing the bile duct with the forceps, a bleed was created. The stent removal procedure was aborted and the stent is still implanted in the patient. The bleed was treated later in the same day in a radiology procedure, and the bleed was stopped with no complications to the patient. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device model & lot number. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.